Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the patient's blood glucose level reached 460 mg/dl while wearing the pod between 4 and 24 hours. The pod was deactivated and it was noted that the cannula was bent. At 10:14am bg237 19carbs bolus 4.85. At 11:17am bg279 73carbs bolus 7.30. At 12:50pm bg460 0carbs bolus 5.25. At 2:29pm bg442. At 2:32pm deactivated pod.

Manufacturer narrative:
The returned product was evaluated and no problem was found with the device. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.